Event description:
A surgeon reported a patient who presented with a dislocated intraocular lens (iol) a few days after implantation. A secondary surgery was performed to reposition the iol; however, during the surgery it was noted that the upper haptic of the lens had broken and was missing. The surgeon proceeded to exchange the iol for a different model lens. Approximately two years later, the patient reported it was "hard to see suddenly." An additional surgery was performed to remove the missing haptic residue, which had lodged between the anterior chamber angle and the iris. A few days after this surgery, the patient presented with keratitis which the surgeon reported as "recovering." There are two medical device reports associated with this event. This report is for the initial lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A dvd was reviewed which showed two surgeries involving this product: the original implant on (B)(6) 2010 and the explant, which occurred on (B)(6) 2010. The product investigation could not identify a root cause. The implant surgery showed what appeared to be difficulty during the initial implant. We were unable to determine from the video if the observed difficulty and lens unfolding while still in the cartridge caused trailing haptic damage. In the second surgery, the lens was explanted and a haptic was observed to be missing. The broken haptic was not observed or retrieved at the time of this surgery. Investigation has been completed based on current information. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).